Event description:
The pt reported that the infusion set insertion device either will not fire or fires unintentionally. She stated that on one occasion, while removing the paper backing from the headset, the insertion device fired and the insertion needle went into her finger. The pt did not require treatment from a health care professional or second party to address the issue. The insertion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.